Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) accessed the station, reproduced the issue, and logged into hardware test application (hta) to inspect the cubie. The contents were cleared from the enterprise server, allowing successful reassignment of the cubie pocket. The tss then performed a firmware update and tested the cubies in hta, with additional validation completed by the customer through inventory, confirming normal functionality. The system functioned as intended after field service engineer (fse) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station peds drawer failed. User were able to recover it, but the machine continued to have failed drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.